Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed but the exact cause remains unknown. One 3 fr groshong catheter was returned for evaluation. The stylet was returned within the catheter. A kink in the stylet was noted at the end of the metal cannula within the catheter. Dried, red usage residue was visible within the catheter tubing. The catheter was flushed with water using a 12 ml syringe and a leak was found near the 10 cm depth marker. Microscopic observation of the leak location revealed a rough and uneven ¿c¿ shaped split. The catheter was bisected in order to inspect the internal surface of the catheter. No additional damage was noted on the internal surface. Based on the condition of the returned sample, possible contributing factors include instrument damage and damage during handling. Since a split was found on the catheter shaft, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported that when testing the catheter with saline, it was noticed a leakage because it was punctured. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recn2615 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when testing the catheter with saline, it was noticed a leakage because it was punctured. No other information was provided.